Event description:
It was reported by provider that the left motor for the tdxsp power chair is noisy and veering to the left. Provider states the unit is in a residential home and no property damage or injury alleged. No further information provided.